Event description:
It was reported that the patient presented in clinic for shortness of breath and to address the onset of atrial fibrillation. Loss of capture and noise were observed. The noise was reproducible with isometric testing. Programming changes were made. Patient has continued follow-up and has had no further reportable incidences.

Event description:
New information received states the sensing amplitude dropped and high capture threshold were observed. The lead was capped and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(4).